Event description:
It was reported that the pump touchscreen display was difficult to see and not responding to touches. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.